Event description:
Additional information received from the consumer reported that the issue was not with the toes curling down, it was that the toes were stiff and could not bend or curl. The issue was now resolved by changing the strength of stimulation with the remote. The toes seemed to be normal now.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the toes on the left foot were stiff and the patient could not bend them. The patient talked to the manufacturer representative (rep) and also the health care professional (hcp) who advised to drop the amps on the device remote down one notch. Turning the device down one notch seemed to have corrected the problem. The patient could now bend their toes. The hcp recommended that the patient go to physical therapy for further help with pelvic floor muscle exercises. The patient felt that it helped muscle tone. Three out of six visits, the therapist asked the patient to turn the device off and she used a machine with two electrodes on the area surrounding the rectum to stimulate the rectal muscles. This seemed to help the muscle tone. Each of the three times the patient was on the machine for at least 13-15 minutes by the end of the appointment. The patient was concerned about this procedure but the therapist knew her job, so they did it. The patient hoped that this had nothing to do with the problem with their toes and that it had not affected the leads or device. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0d8am, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the last time the patient used their patient programmer, they were unaware the implantable neurostimulator (ins) was off for 2 months. The patient went to see their health care provider (hcp) and was told the ins was off. The patient's toes were curling. The patient was at 1.4v and changed to 1.6v and since then their toes were curling down. For several weeks they had been curling and the patient turned stimulation down to 1.5v and the toes were still curling. The patient was scared to change programs. The patient also had sphincter stimulation several weeks ago and since then they noticed the toes were curling. This was considered a sudden change in symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.